Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the cadiere forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk1113. The cadiere forceps had 11 uses remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: all fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, one of the jaws of the cadiere foceps broke off and fell into the patient. The fragment was able to retrieved during the same procedure and was completed with no reported injury.